Manufacturer narrative:
The device was returned to mmdg for evaluation. During the evaluation it was found that a mechanical problem led to the pump alarming an error code and that the alarm could not be cleared through trouble shooting. The patient also did not experience any adverse effects from the delay in therapy she experienced. The pump was repaired and returned.

Event description:
The initial reporter states the pump alarmed an error code that they were unable to clear. They did attempt troubleshooting, however they were not able to resolve the alarm. The patient did not receive her tpn therapy over one night. During a follow up call, the initial reporter indicated that there were no adverse effects to the patient due to missing one nightly infusion. (B)(4).

Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter states the pump alarmed an error code that they were unable to clear. They did attempt troubleshooting, however they were not able to resolve the alarm. The patient did not receive her tpn therapy over one night. During a follow up call, the initial reporter indicated that there were no adverse effects to the patient due to missing one nightly infusion. (B)(4).